Manufacturer narrative:
Concomitant medical products: w2dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and dizziness. It was also reported that the right atrial (ra) lead exhibited possible under-sensing versus far field r-wave (ffrw) oversensing on ventricular tachycardia (vt) episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.